Event description:
It was reported that prior to starting a da vinci si surgical procedure, a mega needle driver instrument had a recognition issue. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was checked for recognition on an in-house is3000 system. The system successfully recognized instrument. The pogo pins were not stuck and were not contaminated. Dcp verification of instrument passed. Engineering was unable to replicate the recognition issue. Additional observations not reported by the site were a broken housing and tube damage. The housing had one rear snap tab and two locating pins completely broken off. The front snap on the same side had the retaining tab feature broken. One side of the housing could be lifted up as a result of damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .090 - .310 in length and not aligned with the tube axis. Engineering concluded the damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.